Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803

Event description:
It was reported that while using day aligners, the patient wore the last set of aligners for a few months but the teeth were still out of alignment. The patient also noted the top front teeth that have never closed and the front left tooth was protruding forward. There were also a few teeth on the bottom that were crooked or misaligned. And there was also an issue with the bite, could not comfortably close the mouth before the front top and bottom teeth are touching causing jaw discomfort.